Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and stress testing without duplicating the report. The smart pneumatic module board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.